Manufacturer narrative:
Analysis inspected one opened or used sensor and performed continuity resistance test. Sensor failed per specifications. Unable to confirm adhesive anomaly on opened or used sensor.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 62 and blood glucose was 91 mg/dl. Troubleshooting was performed and customer was advised on proper sensor usage and calibration techniques. It was found that previous cannula was bent. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Analysis inspected one opened or used sensor and performed continuity resistance test. Sensor failed per specifications. Unable to confirm adhesive anomaly on opened or used sensor.